Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a frayed stylet is confirmed but the exact cause is unknown. One photo sample of a stiffening stylet was provided for evaluation. The product label for a 3 fr perqcath pus catheter kit was visible behind the stylet. The product information indicates ref: 4133105. The stylet coil wire appears to be stretched and unraveled. The location at which the damage originated could not be clearly determined from the image provided. The event description provided by the customer indicates experienced was experience during removal. The condition of the wire shown in the image corresponds with the reported event. Possible contributing factors include not retracting the stylet when trimming the catheter, stylet kink, and excessive force applied during removal. Since the wire was observed to be elongated and frayed, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported the team observed during the PICC insertion procedure, when removing the stylet that it presented resistance. Chosen to remove the catheter, it was observed that the guidewire transfixed the PICC. The patient had to receive an additional puncture, requiring more sedation, stress and prolonging the procedure. It was reported this occurred twice. This report addresses the first event.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redy3007 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the team observed during the PICC insertion procedure, when removing the stylet that it presented resistance. Chosen to remove the catheter, it was observed that the guidewire transfixed the PICC. The patient had to receive an additional puncture, requiring more sedation, stress and prolonging the procedure. It was reported this occurred twice. This report addresses the first event.